Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently treated by paramedics due to a blood glucose level between 20 and 30 mg/dl. Caller stated that paramedics treated the low with juice. The customer stated that she received a false reading from her meter around the time of the incident. Customer was wearing the insulin pump at the time of the incident. The device was not replaced or returned for analysis.